Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the defibrillation, pacing, and sensing functions of the device were verified to be operating normally. Review of evidence submitted by the field indicated that the noise on the ventricular channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was an attempted implant due to noise being oversensed on the right ventricular (rv) channel after the lead was inserted into the device header. Additionally, the oversensing resulted in pacing inhibition with less than 2 seconds of asystole. The noise occurred when pressure was put on the pocket. The lead was removed from the device header and then reinserted, however, the noise persisted. The physician, subsequently, elected to use a new device which was successfully implanted. No adverse patient effects were reported.